Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
A (B)(6) advocate stated her son received a blood glucose reading of 300mg/dl on the contour next link 2.4. The mother gave him his humalog injection, and he ate a meal. Thirty minutes later the customer stated he did not feel well, and he looked pale. His blood glucose read 60-70mg/dl and he was given coke and lemonade. He was then taken to the hospital to have his blood glucose controlled. He was discharged the same day. Further information was not provided test strip information was not provided. Strips were not expected to be returned. The customer was given a new meter by the hospital.